Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Evaluation found poor water flow thru the handpiece cable causing the handpiece to get warm. Worn out sterimate o-ring causing leakage at the handpiece junction. Dirty and deteriorated low batteries.

Event description:
Based on the device evaluation on (B)(6) 2018, there was poor water flow thru the handpiece cable causing the handpiece to get warm; no injury resulted.